Manufacturer narrative:
3004209178if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her ins wouldn't charge. The patient reported that it began by not holding a charge more than 8 hours, then it had completely stopped taking a charge. The patient reported that she was in great lower back pain now. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device just stopped charging completely, it was holding for about 8 hours, now nothing. The patient reported that they kept trying, even tried to charge for 3 hours and nothing. The patient reported that the issue hadn¿t yet resolved. They were to see a rep on (B)(6) along with the back surgeon. Additional information was received from a rep on (B)(6). The rep reported that the patient had been charging the device and had been maintaining better coupling bars throughout the charging session. The rep provided additional training and education on the recharging process and position of the charging antenna. The rep reported that as of right now, it seemed to be recharging fine. Per the healthcare provider (hcp) who implanted the device, he was going to replace the patient¿s current ins with a newer model to help with the recharging duration with the current ins. The hcp also wanted the patient have access to other therapy options like dtm. No further complications were reported.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were currently with the patient. The patient was complaining the ins was not holding a charge and that they were charging more often. It was reported that they would recharge for several hours with no change in level. However, the rep initiated a recharge session and all 8 boxes appeared and after charging for 9 minutes the battery voltage increased from 3.515 to 3.610. In comparison, the patient¿s charge sessions showed 0 coupling bars, lasted from 7 to 44 minutes and never resulted in a change in the ins charge level. The patient reported previously charging for four hours with good coupling. It was discussed that they would have thepatient charge the ins to a higher level-100%, and to stay consistent with their recharge patter (1 time per week) and then the rep would reevaluate if they continued to have issues. The rep was advised to discuss how to optimize/increase coupling with the patient. The event occurred in (B)(6) 2020. No further complications were reported/anticipated.